Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dissected the coronary sinus during lead implantation. The patient had an echocardiogram afterwards that ruled out a pericardial effusion. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.